Event description:
It was reported that during an attempted implant, the stylet could not advance in the right ventricular (rv) lead. Another rv lead was implanted. There were no adverse health consequences to the patient.